Manufacturer narrative:
Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were leaking and customer miscalculated the meal bolus. Customer's blood glucose (bg) was 85 mg/dl and food was consumed to address bg.